Manufacturer narrative:
Technical support (ts) is working with the customer to resolved the reported problem. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there's no audible alarm at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported there was no audible alarm at the central nurse's station (cns). No patient harm was reported. Investigation summary: there were no reported issues with the visual alarms. Further information was not available. The cns is equipped with a speaker, built into the main touch screen display. Audio is transmitted from the main unit to the speaker via an audio cable. To ensure audio performance, it is important that users do not obstruct the speaker with objects placed in front of the cns. Should the monitor placement and/or the main unit be relocated and adjusted, the audio cable should be checked to ensure the secure connection has not been compromised. Sound settings can be adjusted. The information provided for this event was not conclusive in whether the user was sure the alarm did not sound or that the user could not hear the alarm. Since all other alarm functions, including visual alarm and screen messages were working, it is presumed that the cns was working as intended. The customer continued to use the device without further report of the problem. There is no indication that the cns had malfunctioned. The service history for this cns shows this is an isolated incident with no recurrence history.

Event description:
The customer reported there was no audible alarm at the central nurse's station (cns). There was no patient injury reported.